Event description:
The customer reported that after the start of the procedure (after 20 minutes) an alarm indicated a centrifuge leak. The alarm was investigated by the customer, and they determined that there was a leak in the set. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.

Manufacturer narrative:
(B)(4). Investigation: a failure of the loop can result in damages to the loop components and may eventually lead to a leak in the centrifuge basin. The failure may be related to several factors, but is most often associated with improper loading of the bearings. Manufacturing issues have been minimized through the addition of an in-process 100% leak test of the tubing sets. Root cause: based on the evidence of the visual inspection of the set, the root cause of this failure is due to a misload of the set by the operator prior to running the procedure.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was received for investigation. The loop was inspected and it was noted that the braided bearing was disconnected from the lower loop sleeve. Upon further inspection it was noticed that there were signs of the loop twisting in the centrifuge. The most significant sign was the connection point of the braided bearing to the loop was shaved down significantly above and around the ears of the loop sleeve. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.